Event description:
It was reported that, "when it was time to open, checked the size, the side and the expiration date. Before opening, I noticed the set screw was not in the foam box thru the clear package. When the nurse opened the nail, it was inspected closely and discovered the set screw was not in the package with the gamma nail. At this time, I handed a set screw to open and the hospital was not changed."

Manufacturer narrative:
Device was missing from the package. Once the investigation has been completed any additional information will be reported in a supplemental report.